Event description:
It was reported that the patient had been experiencing an increase in seizures over the past six months, up to 1-2 seizures a day. The patient then underwent a battery replacement, but the explanted device was not saved to be returned. The patient's new device was programmed to the same settings noted on the old one but it was not realized until some days after the replacement these were not the correct settings for the patient. The patient was admitted into the hospital due to severe uncontrollable seizures and vomiting. The patient's device was then programmed back to the correct settings. The settings change was likely due to faulted diagnostics. No additional relevant information has been received to date.